Event description:
Pt with endotracheal tube on mechanical ventilation since (B)(6) 2010. On (B)(6) 2010, noted crackles throughout all lung fields, lasix had been given, nebulizer given, at o2 sats 88% - notified pulmonologist, who ordered a pullback of the ett 1.5 cm. This was done by respiratory therapist and ett secured. Then attempted to suction pt. Was able to pass suction cath the first time but not the second time. Pt coughing and unable to ventilate pt. Pulmonologist notified and pt was extubated by respiratory therapist. Ett was occluded by a 2 inch mucus plug. Dates of use: (B)(6) 2010 - (B)(6) 2010. Diagnosis or reason for use: respiratory distress. Event abated after use: yes.